Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain'), dysfunctional uterine bleeding ('abnormal bleeding (general) dysfunctional uterine bleeding') and ovarian cyst ('ovarian cyst') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ballon ablation performed on same day", device monitoring procedure not performed "she didn¿t undergo essure confirmation test." And device malfunction "device malfunction". The patient's medical history included breast mass in 2011, endometrial ablation in 2008, c-section (child birth) on (B)(6) 2007, gastroesophageal reflux disease in 2007, gallbladder operation in 1996, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), cholecystectomy, ovarian cystectomy and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity. (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social (B)(6) 2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams) arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked) follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02. Previously administered products included for contraception: birth control pills from 1983 to 2006; for an unreported indication: repliva in 2007. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included hypoxia since 2015, lethargy since 2015, hypertension since 2015, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, chronic pain (radiating neck pain down arm) since 2010, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate) since 2007, duloxetine hydrochloride (cymbalta), losartan, montelukast sodium (singulair) and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and lower abdominal pain ("lower abdomen pain (severe and persistent)"). In (B)(6) 2009, the patient was found to have weight gain ("weight gain") and experienced bloating ("bloating"). In (B)(6) 2011, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2011, the patient experienced breast pain ("breast pain"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), cramp in lower abdomen ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder/ bladder dropped"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats"), back pain ("back pain"), dysgeusia ("taste of metal"), abdominal bloating ("bloating is worse"), genital haemorrhage ("bleeding"), urticaria ("hives") and rash ("rash"), experienced amenorrhoea ("havent had a cycle"), lasting 5 years 6 months and was found to have weight increase ("I have gained tons of weight"). The patient was treated with naproxen sodium (aleve) and surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy, ablation) essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. In 2017, the lower abdominal pain had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, weight gain, cramp in lower abdomen, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, bloating, back pain, dysgeusia, abdominal bloating, amenorrhoea, genital haemorrhage, weight increase, urticaria and rash outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered amenorrhoea, anxiety, back pain, bladder prolapse, bloating, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, feeling hot, fibromyalgia, genital haemorrhage, hypertension, lower abdominal pain, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, rash, thirst, urinary incontinence, urticaria, vaginal discharge, vision blurred, vulvovaginal mycotic infection, weight gain, abdominal bloating, cramp in lower abdomen and weight increase to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error and the following event is reported via social media- back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "taste of metal" and device malfunction were added. On 20-mar-2020: social media information received. Events ¿bloating is worse¿, ¿havent had a cycle¿, ¿bleeding¿, ¿I have gained tons of weight¿ added. Reporters added. Processed with fu 15. On 20-mar-2020: processed with follow up 15. On 20-mar-2020: processed with follow up 15. On 20-mar-2020: processed with follow up 15. On 20-mar-2020: processed with follow up 15. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain'), dysfunctional uterine bleeding ('abnormal bleeding (general) dysfunctional uterine bleeding') and ovarian cyst ('ovarian cyst') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." And medical device monitoring error "essure insertion and balloon ablation performed on same day". The patient's medical history included breast mass in 2011, endometrial ablation in 2008, c-section (child birth) on (B)(6) 2007, gastroesophageal reflux disease in 2007, gallbladder operation in 1996, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), cholecystectomy, ovarian cystectomy and depression. Approximate weight at the time of essure placement: 187ibs. She did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity. (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social. (B)(6) 2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs. Cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams). Arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked). Follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02. Previously administered products included for contraception: birth control pills from 1983 to 2006; for an unreported indication: repliva in 2007. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included hypoxia since 2015, lethargy since 2015, hypertension since 2015, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, chronic pain (radiating neck pain down arm) since 2010, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate) since 2007, duloxetine hydrochloride (cymbalta), losartan, montelukast sodium (singulair) and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and lower abdominal pain ("lower abdomen pain (severe and persistent)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2011, the patient experienced breast pain ("breast pain"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), cramp in lower abdomen ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder/ bladder dropped"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats") and back pain ("back pain"). The patient was treated with naproxen sodium (aleve) and surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy and right salpingectomy, ablation and oophorectomy (on side removal of ovary)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. In 2017, the lower abdominal pain had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, weight increased, cramp in lower abdomen, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, abdominal distension and back pain outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered abdominal distension, anxiety, back pain, bladder prolapse, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dyspareunia, feeling hot, fibromyalgia, hypertension, lower abdominal pain, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vaginal discharge, vision blurred, vulvovaginal mycotic infection, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error and the following event is reported via social media- back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media information received. New event added- back pain. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain'), dysfunctional uterine bleeding ('abnormal bleeding (general) dysfunctional uterine bleeding') and ovarian cyst ('ovarian cyst') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ballon ablation performed on same day", device monitoring procedure not performed "she didn¿t undergo essure confirmation test." And device malfunction "device malfunction". The patient's medical history included breast mass in 2011, endometrial ablation in 2008, c-section (child birth) on (B)(6) 2007, gastroesophageal reflux disease in 2007, gallbladder operation in 1996, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), cholecystectomy, ovarian cystectomy and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity. (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social (B)(6) 2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams) arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked) follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02. Previously administered products included for contraception: birth control pills from 1983 to 2006; for an unreported indication: repliva in 2007. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included hypoxia since 2015, lethargy since 2015, hypertension since 2015, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, chronic pain (radiating neck pain down arm) since 2010, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate) since 2007, duloxetine hydrochloride (cymbalta), losartan, montelukast sodium (singulair) and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and lower abdominal pain ("lower abdomen pain (severe and persistent)"). In (B)(6)2009, the patient was found to have the first episode of weight increased ("weight gain") and experienced bloating ("bloating"). In (B)(6) 2011, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2011, the patient experienced breast pain ("breast pain"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), cramp in lower abdomen ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder/ bladder dropped"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats"), back pain ("back pain"), dysgeusia ("taste of metal"), abdominal bloating ("bloating is worse"), genital haemorrhage ("bleeding"), urticaria ("hives") and rash ("rash"), experienced amenorrhoea ("havent had a cycle"), lasting 5 years 6 months and was found to have the second episode of weight increased ("I have gained tons of weight"). The patient was treated with naproxen sodium (aleve) and surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy and right salpingectomy, ablation and oophorectomy (on side removal of ovary)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. In 2017, the lower abdominal pain had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, cramp in lower abdomen, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, bloating, back pain, dysgeusia, abdominal bloating, amenorrhoea, genital haemorrhage, the last episode of weight increased, urticaria and rash outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered amenorrhoea, anxiety, back pain, bladder prolapse, bloating, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, feeling hot, fibromyalgia, genital haemorrhage, hypertension, lower abdominal pain, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, rash, thirst, urinary incontinence, urticaria, vaginal discharge, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased, abdominal bloating, cramp in lower abdomen and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error and the following event is reported via social media- back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), weight increased ("weight gain"), abdominal pain lower ("abdominal pain / cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent total hysterectomy at valley women's health). At the time of the report, the pelvic pain, paraesthesia, menstrual disorder, vision blurred, weight increased, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menstrual disorder, paraesthesia, pelvic pain, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2017: reporter was added. Indication was added. New events " experiencing excessive and abnormal bleeding during menstruation, chronic pelvic pain, weight gain, abdominal pain, cramping, and painful intercourse." And were added. Product start date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain'), dysfunctional uterine bleeding ('abnormal bleeding (general) dysfunctional uterine bleeding') and ovarian cyst ('ovarian cyst') in a 42-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ballon ablation performed on same day", device monitoring procedure not performed "she didn¿t undergo essure confirmation test." And device malfunction "device malfunction". The patient's medical history included breast mass in 2011, endometrial ablation in 2008, c-section (child birth) on (B)(6) 2007, gastroesophageal reflux disease in 2007, gallbladder operation in 1996, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), cholecystectomy, ovarian cystectomy and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity. (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social (B)(6) 2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams) arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked) follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02. Previously administered products included for contraception: birth control pills from 1983 to 2006; for an unreported indication: repliva in 2007. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included hypoxia since 2015, lethargy since 2015, hypertension since 2015, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, chronic pain (radiating neck pain down arm) since 2010, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate) since 2007, duloxetine hydrochloride (cymbalta), losartan, montelukast sodium (singulair) and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and lower abdominal pain ("lower abdomen pain (severe and persistent)"). In (B)(6) 2009, the patient was found to have the first episode of weight increased ("weight gain") and experienced bloating ("bloating"). In (B)(6) 2011, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2011, the patient experienced breast pain ("breast pain"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), cramp in lower abdomen ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder/ bladder dropped"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats"), back pain ("back pain"), dysgeusia ("taste of metal"), abdominal bloating ("bloating is worse"), genital haemorrhage ("bleeding"), urticaria ("hives") and rash ("rash"), experienced amenorrhoea ("havent had a cycle"), lasting 5 years 6 months and was found to have the second episode of weight increased ("I have gained tons of weight"). The patient was treated with naproxen sodium (aleve) and surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy and right salpingectomy, ablation)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. In 2017, the lower abdominal pain had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, cramp in lower abdomen, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, bloating, back pain, dysgeusia, abdominal bloating, amenorrhoea, genital haemorrhage, the last episode of weight increased, urticaria and rash outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered amenorrhoea, anxiety, back pain, bladder prolapse, bloating, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, feeling hot, fibromyalgia, genital haemorrhage, hypertension, lower abdominal pain, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, rash, thirst, urinary incontinence, urticaria, vaginal discharge, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased, abdominal bloating, cramp in lower abdomen and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error and the following event is reported via social media- back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain'), dysfunctional uterine bleeding ('abnormal bleeding (general) dysfunctional uterine bleeding') and ovarian cyst ('ovarian cyst') in a 42-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ballon ablation performed on same day", device monitoring procedure not performed "she didn¿t undergo essure confirmation test." And device malfunction "device malfunction". The patient's medical history included breast mass in 2011, endometrial ablation in 2008, c-section (child birth) on (B)(6) 2007, gastroesophageal reflux disease in 2007, gallbladder operation in 1996, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), cholecystectomy, ovarian cystectomy and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity (B)(6) 2012 - problem list: acid reflux social history: smoking status: never smoked / alcohol use- social (B)(6) 2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams) arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked) follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02. Previously administered products included for contraception: birth control pills from 1983 to 2006; for an unreported indication: repliva in 2007. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included hypoxia since 2015, lethargy since 2015, hypertension since 2015, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, chronic pain (radiating neck pain down arm) since 2010, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate) since 2007, duloxetine hydrochloride (cymbalta), losartan, montelukast sodium (singulair) and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and lower abdominal pain ("lower abdomen pain (severe and persistent)"). In july 2009, the patient was found to have the first episode of weight increased ("weight gain") and experienced bloating ("bloating"). In (B)(6) 2011, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2011, the patient experienced breast pain ("breast pain"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), cramp in lower abdomen ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder/ bladder dropped"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats"), back pain ("back pain"), dysgeusia ("taste of metal"), abdominal bloating ("bloating is worse"), genital haemorrhage ("bleeding"), urticaria ("hives") and rash ("rash"), experienced amenorrhoea ("havent had a cycle"), lasting 5 years 6 months and was found to have the second episode of weight increased ("I have gained tons of weight"). The patient was treated with naproxen sodium (aleve) and surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy and right salpingectomy, ablation and oophorectomy (on side removal of ovary)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. In 2017, the lower abdominal pain had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, cramp in lower abdomen, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, bloating, back pain, dysgeusia, abdominal bloating, amenorrhoea, genital haemorrhage, the last episode of weight increased, urticaria and rash outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered amenorrhoea, anxiety, back pain, bladder prolapse, bloating, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, feeling hot, fibromyalgia, genital haemorrhage, hypertension, lower abdominal pain, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, rash, thirst, urinary incontinence, urticaria, vaginal discharge, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased, abdominal bloating, cramp in lower abdomen and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error and the following event is reported via social media- back pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jul-2020: lot number and expiration date of the product were reported. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. It was reported that, as a result of essure, plaintiff suffered from severe pelvic pain, tingling of extremities, extreme menstrual changes, blurred vision, and weight gain. On or about (B)(6) 2015 she had to have a hysterectomy. Quality-safety evaluation received on 18-may-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a hysterectomy approximately 2 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (child birth) on (B)(6) 2007, parity (delivery on (B)(6) 2007 (g2p1). Preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), gallbladder operation in 1996, endometrial ablation in 2008, cholecystectomy and ovarian cystectomy. Approximate weight at the time of essure placement: (B)(6) ibs. She did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. On (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. On (B)(6) 2011 - problem list: obesity. On (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social. Previously administered products included for contraception: birth control pills from 1983 to 2006. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included chronic pain (radiating neck pain down arm) since 2010 and multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2009, the patient experienced urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and the first episode of abdominal pain lower ("lower abdomen pain (severe and persistent)"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), the first episode of vision blurred ("blurred vision"), the first episode of weight increased ("weight gain"), the second episode of abdominal pain lower ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), breast pain ("breast pain"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), the second episode of vision blurred ("blurred vision"), feeling of body temperature change ("hot and cold sweats"), decreased appetite ("loss of appetite"), the second episode of weight increased ("weight gain"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia/neuropathy"), anxiety ("anxiety"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm") and mobility decreased ("not being able to lift"). The patient was treated with naproxen sodium (aleve) and surgery (on (B)(6) 2015, plaintiff underwent total hysterectomy at (B)(6)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. At the time of the report, the pelvic pain, paraesthesia, menorrhagia, the last episode of abdominal pain lower, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, the last episode of vision blurred, feeling of body temperature change, decreased appetite, the last episode of weight increased, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain and mobility decreased outcome was unknown. The reporter considered anxiety, bladder prolapse, breast mass, breast pain, decreased appetite, depression, dyspareunia, feeling of body temperature change, fibromyalgia, hypertension, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vulvovaginal mycotic infection, the first episode of abdominal pain lower, the first episode of vision blurred, the first episode of weight increased, the second episode of abdominal pain lower, the second episode of vision blurred and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-nov-2017: plaintiff fact sheet and medical records received. Medical history, reporters and patient information updated. Added as events: vaginal yeast infection, breast pain, left breast mass, bladder leakage, pain, migraines, blurred vision, hot and cold sweats, loss of appetite, weight gain, being constantly thirsty, fibromyalgia / neuropathy, anxiety, high blood pressure, prolapsed bladder, lower abdomen pain, depression, mental state abnormal aggravated, neck pain, mobility decreased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (child birth) on (B)(6), parity (delivery on (B)(6) (g2p1). Preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), gallbladder operation in 1996, endometrial ablation in 2008, cholecystectomy and ovarian cystectomy. Approximate weight at the time of essure placement: (B)(6) ibs. She did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. On (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. On (B)(6) 2011 - problem list: obesity. On (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social. Previously administered products included for contraception: birth control pills from 1983 to 2006. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included chronic pain (radiating neck pain down arm) since 2010 and multiple allergies (sulfa (sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012. Family history included heart disorder (heart attack/ heart problems-grandmother), cancer (colon/ prostate/ other cancer- cousin/ paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 5 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and the first episode of abdominal pain lower ("lower abdomen pain (severe and persistent)"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), the first episode of weight increased ("weight gain"), the second episode of abdominal pain lower ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), breast pain ("breast pain"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), the second episode of weight increased ("weight gain"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy") and cold sweat ("hot and cold sweats"). The patient was treated with naproxen sodium (aleve) and surgery (on (B)(6) 2015, plaintiff underwent total hysterectomy at (B)(6)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. At the time of the report, the pelvic pain, paraesthesia, menorrhagia, vision blurred, the last episode of abdominal pain lower, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, the last episode of weight increased, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral and cold sweat outcome was unknown. The reporter considered anxiety, bladder prolapse, breast mass, breast pain, cold sweat, decreased appetite, depression, dyspareunia, feeling hot, fibromyalgia, hypertension, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vision blurred, vulvovaginal mycotic infection, the first episode of abdominal pain lower, the first episode of weight increased, the second episode of abdominal pain lower and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 02-jan-2018: the events "neuropathy", "feeling hot" and "cold sweats" were correctly coded and added into the case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain") and ovarian cyst ("ovarian cyst") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (child birth) on (B)(6) 2007, parity (delivery on (B)(6) 2007 (g2p1). Preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), gallbladder operation in 1996, endometrial ablation in 2008, cholecystectomy, ovarian cystectomy, gastroesophageal reflux disease in 2007 and depression. Approximate weight at the time of essure placement: 187lbs. She did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity. (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social. Previously administered products included for contraception: birth control pills from 1983 to 2006. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included chronic pain (radiating neck pain down arm) since 2010, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, hypoxia since 2015, lethargy since 2015 and hypertension since 2015. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate [calcium carbonate]) since 2007 and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 5 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2009, the patient experienced urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and the first episode of abdominal pain lower ("lower abdomen pain (severe and persistent)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), the first episode of weight increased ("weight gain"), the second episode of abdominal pain lower ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), breast pain ("breast pain"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), the second episode of weight increased ("weight gain"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats"), dysfunctional uterine bleeding ("abnormal bleeding (general) dysfunctional uterine bleeding"), vaginal discharge ("vaginal discharge") and ovarian cyst (seriousness criterion medically significant). The patient was treated with naproxen sodium (aleve), surgery (hysterectomy with unilateral salpingectomy - left salpingo-oophorectomy) and surgery (oophorectomy (on side removal of ovary)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. At the time of the report, the pelvic pain, paraesthesia, menorrhagia, vision blurred, the last episode of abdominal pain lower, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, the last episode of weight increased, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, dysfunctional uterine bleeding, vaginal discharge and ovarian cyst outcome was unknown. The reporter considered anxiety, bladder prolapse, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dyspareunia, feeling hot, fibromyalgia, hypertension, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vaginal discharge, vision blurred, vulvovaginal mycotic infection, the first episode of abdominal pain lower, the first episode of weight increased, the second episode of abdominal pain lower and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, concomitant drug added, events added as follows:- dysfunctional uterine bleeding, vaginal discharge, ovarian cyst. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain") and ovarian cyst ("ovarian cyst") in a 12-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and balloon ablation performed on same day". The patient's past medical history included c-section (child birth) on (B)(6) 2007, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), gallbladder operation in 1996, endometrial ablation in 2008, cholecystectomy, ovarian cystectomy, gastroesophageal reflux disease in 2007 and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6) 2011 - problem list: obesity. (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social. Previously administered products included for contraception: birth control pills from 1983 to 2006. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included chronic pain (radiating neck pain down arm) since 2010, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6)2012, breast pain since 2011, hypoxia since 2015, lethargy since 2015, hypertension since 2015, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis and dysfunctional uterine bleeding. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate [calcium carbonate]) since 2007 and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 5 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2009, the patient experienced urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and the first episode of abdominal pain lower ("lower abdomen pain (severe and persistent)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), the first episode of weight increased ("weight gain"), the second episode of abdominal pain lower ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), breast pain ("breast pain"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), the second episode of weight increased ("weight gain"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy"), cold sweat ("hot and cold sweats"), dysfunctional uterine bleeding ("abnormal bleeding (general) dysfunctional uterine bleeding"), vaginal discharge ("vaginal discharge") and ovarian cyst (seriousness criterion medically significant). The patient was treated with naproxen sodium (aleve), surgery (hysterectomy with unilateral salpingectomy - left salpingo-oophorectomy) and surgery (oophorectomy (on side removal of ovary)). Essure was removed on (B)(6)2015. In 2012, the urinary incontinence had resolved. At the time of the report, the pelvic pain, paraesthesia, menorrhagia, vision blurred, the last episode of abdominal pain lower, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, the last episode of weight increased, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat, dysfunctional uterine bleeding, vaginal discharge and ovarian cyst outcome was unknown. The reporter considered anxiety, bladder prolapse, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dyspareunia, feeling hot, fibromyalgia, hypertension, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vaginal discharge, vision blurred, vulvovaginal mycotic infection, the first episode of abdominal pain lower, the first episode of weight increased, the second episode of abdominal pain lower and the second episode of weight increased to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. (B)(6)-2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams) arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked) follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received, lab data added. Event added per mr:essure insertion and balloon ablation performed on same day. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain'), dysfunctional uterine bleeding ('abnormal bleeding (general) dysfunctional uterine bleeding') and ovarian cyst ('ovarian cyst') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." And medical device monitoring error "essure insertion and ballon ablation performed on same day". The patient's medical history included breast mass in 2011, endometrial ablation in 2008, c-section (child birth) on (B)(6) 2007, gastroesophageal reflux disease in 2007, gallbladder operation in 1996, parity (delivery on (B)(6) 2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6) 2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), cholecystectomy, ovarian cystectomy and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. On (B)(6) 2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. On (B)(6) 2011 - problem list: obesity. On (B)(6) 2012 - problem list: acid reflux. Social history: smoking status: never smoked / alcohol use- social. Previously administered products included for contraception: birth control pills from 1983 to 2006; for an unreported indication: repliva in 2007. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included hypoxia since 2015, lethargy since 2015, hypertension since 2015, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since (B)(6) 2012, breast pain since 2011, chronic pain (radiating neck pain down arm) since 2010, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate) since 2007, duloxetine hydrochloride (cymbalta), losartan, montelukast sodium (singulair) and solifenacin succinate (vesicare) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and lower abdominal pain ("lower abdomen pain (severe and persistent)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In 2011, the patient experienced breast pain ("breast pain"). On (B)(6) 2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), cramp in lower abdomen ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy") and cold sweat ("hot and cold sweats"). The patient was treated with naproxen sodium (aleve) and surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy and right salpingectomy, ablation and oophorectomy (on side removal of ovary)). Essure was removed on (B)(6) 2015. In 2012, the urinary incontinence had resolved. In 2017, the lower abdominal pain had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, weight increased, cramp in lower abdomen, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat and abdominal distension outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered abdominal distension, anxiety, bladder prolapse, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dyspareunia, feeling hot, fibromyalgia, hypertension, lower abdominal pain, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vaginal discharge, vision blurred, vulvovaginal mycotic infection, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolve following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. On (B)(6) 2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left. Oophorectomy, 83 grams). Arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked). Follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. On (B)(6) 2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet and mr received- event: "she didn¿t undergo essure confirmation test", medical history, historical drug and reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / pulling pain along with severe and persistent pain in her pelvic region / pain and get pressure off her bladder/pain/ pelvic pain"), dysfunctional uterine bleeding ("abnormal bleeding (general) dysfunctional uterine bleeding") and ovarian cyst ("ovarian cyst") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ballon ablation performed on same day". The patient's past medical history included c-section (child birth) on (B)(6)2007, parity (delivery on (B)(6)2007 (g2p1) preoperative and postoperative diagnosis: failed induction, non reassuring fetal heart rate. Low segment transverse cesarean section.) On (B)(6)2007, gestational diabetes, pre-eclampsia (high blood pressure during pregnancy), gallbladder operation in 1996, endometrial ablation in 2008, cholecystectomy, ovarian cystectomy, gastroesophageal reflux disease in 2007 and depression. Approximate weight at the time of essure placement: 187ibs she did not undergo essure confirmation test. No contraceptive use after essure placement. She did not return essure or any portion of it to conceptus or bayer. (B)(6)2009 - the patient denies any previous history of any heart, lung, stomach disease. She has migraines. (B)(6)2011 - problem list: obesity (B)(6)2012 - problem list: acid reflux social history: smoking status: never smoked / alcohol use- social. Previously administered products included for contraception: birth control pills from 1983 to 2006. Past adverse reactions to the above products included migraine with birth control pills. Concurrent conditions included chronic pain (radiating neck pain down arm) since 2010, multiple allergies (sulfa(sulfonamide antibiotics) / vicodin / penicillin¿s) since 18-sep-2012, breast pain since 2011, hypoxia since 2015, lethargy since 2015, hypertension since 2015, adenomyosis (adenomyosis of uterus), hyperplasia endometrial, chronic cervicitis, dysfunctional uterine bleeding, genital bleeding and morbid obesity. Family history included heart disorder (heart attack/heart problems-grandmother), cancer (colon/prostate/other cancer- cousin/paternal aunt), cholesterol levels raised (mother), type ii diabetes mellitus (grandmother (father)), breast cancer (grandmother), heart disease, unspecified (grandmother) and stroke (grandparent). Concomitant products included calcium carbonate (caltrate [calcium carbonate]) since 2007 and solifenacin succinate (vesicare) since 2012. On (B)(6)-2009, the patient had essure inserted. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6)-2009, 1 month 5 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In june 2009, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder leakage with coughing, sneezing, and with intercourse / leaking urine") and the first episode of abdominal pain lower ("lower abdomen pain (severe and persistent)"). In july 2009, the patient experienced weight increased ("weight gain") and abdominal distension ("bloating"). In april 2011, the patient experienced anxiety ("anxiety"). On (B)(6)2011, the patient experienced breast mass ("left breast mass"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), paraesthesia ("tingling of extremities"), menorrhagia ("extreme menstrual changes / excessive and abnormal bleeding during menstruation"), vision blurred ("blurred vision"), the second episode of abdominal pain lower ("abdominal pain / cramping"), dyspareunia ("painful intercourse / pain with intercourse"), breast pain ("breast pain"), pain ("pains when walking / pain upon touch / pain"), migraine ("migraines"), feeling hot ("hot and cold sweats"), decreased appetite ("loss of appetite"), thirst ("being constantly thirsty"), fibromyalgia ("fibromyalgia"), hypertension ("high blood pressure"), bladder prolapse ("prolapsed bladder"), depression ("depression"), mental disorder ("caused or aggravated any psychiatric and/or"), neck pain ("radiating neck pain down arm"), mobility decreased ("not being able to lift"), neuropathy peripheral ("neuropathy") and cold sweat ("hot and cold sweats"). The patient was treated with naproxen sodium (aleve), surgery (laproscopic assisted vaginal hysterectomy with a left salpingo-oophorectomy and right salpingectomy), surgery (ablation). Essure was removed on(B)(6)2015. In 2012, the urinary incontinence had resolved. At the time of the report, the pelvic pain, ovarian cyst, paraesthesia, menorrhagia, vision blurred, weight increased, the last episode of abdominal pain lower, dyspareunia, vulvovaginal mycotic infection, breast pain, breast mass, pain, migraine, feeling hot, decreased appetite, thirst, fibromyalgia, anxiety, hypertension, bladder prolapse, depression, mental disorder, neck pain, mobility decreased, neuropathy peripheral, cold sweat and abdominal distension outcome was unknown and the dysfunctional uterine bleeding and vaginal discharge had resolved. The reporter considered abdominal distension, anxiety, bladder prolapse, breast mass, breast pain, cold sweat, decreased appetite, depression, dysfunctional uterine bleeding, dyspareunia, feeling hot, fibromyalgia, hypertension, menorrhagia, mental disorder, migraine, mobility decreased, neck pain, neuropathy peripheral, ovarian cyst, pain, paraesthesia, pelvic pain, thirst, urinary incontinence, vaginal discharge, vision blurred, vulvovaginal mycotic infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: about 2009, patient suspected events were related to essure. Injuries or symptoms reported did not resolv following essure removal. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. (B)(6)2015 - preoperative and postoperative diagnosis: pelvic pain; essure springs cervix, uterus, bilateral fallopian tubes and left ovary (hysterectomy with bilateral salpingectomy and left oophorectomy, 83 grams) arcuate uterus, adenomyosis of uterus, proliferative endometrium, chronic cervicitis, essure spring (stocked) follicular cyst of ovary with hemorrhage (left, 40 grams), fallopian tubes, hydatid cysts of morgagni. (B)(6)2016 - we are consulted for postop lethargy and hypoxia. The patient apparently has been on a diluted pca pump for her pain. She was somewhat excessively lethargic this morning and had hypoxia during the evening requiring 5 l of oxygen for improvement of her pa02 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: bloating. Outcome of events dysfunctional uterine bleeding and vaginal discharge were updated from unknown to recovered/ resolved. Concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.